Manufacturer narrative:
B3: date of event is unknown. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the accuracy of the product is requested to check. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: b3 ¿ 5/1/2024. One device was returned for analysis. Visual inspection showed the pump was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The pump accuracy was within specification. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.